Event description:
The user facility reported for an automated impella controller (aic) that the console did not recognize the pump after the pump cable was connected, following the preparation procedure. To resolve the issue, the console was exchanged for a backup and the procedure completed. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the aic - pump not detected issue has been completed. The automated impella controller (aic) was returned for investigation. Console logs from the reported day of event are consistent with complaint and show multiple prompts to connect the catheter (case start wizard step 3) but the pump was never detected. There were no alarms or errors recorded in device log. Console had not been power-cycled between attempts to re-connect the pump. The issue was not reproduced later with a demo pump at the distributor¿s office, nor did it happen before at the hospital (during prior clinical use on 2022-01-12, a pump was successfully detected and recognized). The issue was not reproduced in aachen fs. The symptoms (pump not detected) and their infrequent occurrance, are consistent with a known pattern failure ¿epm crystal issue¿ where due to timing issue on impellatronic, the i2c communication between epm circuitry and pump¿s eeprom cannot be established. The mitigation mechanism has been introduced in aic_v8.4.1. To minimize chances of reoccurrence, ic4658 software is to be upgraded from current v8.2 to newest release (v8.5). Repair: execute fcn 84 (aic sw upgrade to v8.5) and perform functional check. The cause of the aic issue was most likely a design flaw on impellatronic board, which had been addressed by software mitigation mechanism implemented in aic_v8.4.1. This report is being filed as part of a retrospective review of historical records.